Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed, and no visual damage was observed. A guidewire was inserted through the catheter and the catheter was deployed to basket configuration and flower configuration successfully. Subsequently, flushing of the device through the irrigation line was tested and flushing was not functional; a leak was observed in the catheter. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak and the dissection revealed that some of the flush tubing was broken, which likely caused the leak. To better understand the issue, microscopy was performed on the catheter flush tubing with the help of a uv light, and the separation of the flush tubing can be observed. The reported leak event was confirmed.

Event description:
It was reported that at the end of the procedure where a farawave pulsed field ablation catheter was selected for use, excessive fluid came out of the handle. The procedure was completed successfully, and no patient complications were reported. The device was received for analysis.

Event description:
It was reported that at the end of the procedure where a farawave catheter was selected for use, excessive fluid came out of the handle. The procedure was completed successfully, and no patient complications were reported. The device is expected to be returned for laboratory analysis.